Event description:
Sixty hrs after starting therapy rupture of blood line occurred at the pump segment. Pt and nurse involved. Blood injected into the face of the nurse, pt and nurse are now under investigation about hiv and hepatitis. In addition, 180 ml blood loss for the pt. No further medical intervention started.

Manufacturer narrative:
The suspect device has been requested to be returned to the manufacturer, but it has not yet been received. Photographs of the suspect device demonstrate that the pump segment had ruptured. The investigation of the event is ongoing. If additional information is obtained, it will be provided in a follow up.